Event description:
It was reported that when plugging in pi box to the console, the console is not recognizing that a pi is connected. Device does not display in the about page and when going to a procedure, the pi connection box stays red and never connects. There was no patient involvement. Sales rep performed the following troubleshooting: confirmed both console and pi box are on the latest software 1.7.5 and that the versions in the about page are accurate with no build_repo, tried rebooting the console with and without the pi box docked, tried with both the pi wired and wireless, tried pi box docked and undocked, pi box has wireless signal and flashing, rebooted pi box.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, serial number: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stating that none of the patient interfaces were able to be connected to this console. Neither patient interfaces could connect via wired. Further information received stating that the device was working fine.